Event description:
Boston scientific cardiac rhythm management (crm) received information that the impedance measurements on this implantable lead were noted to be 2200 ohms. It was also reported that the threshold measurements had increased from 3mv to 5mv. A red alert was detected by the latitude system from the patient's cardiac resynchronization therapy defibrillator (crt-d) due to the high impedance measurements. It was noted that the impedance measurements had steadily increased to 2700 ohms, then to 3000 ohms. A technical services (ts) consultant had first recommended performing an x-ray and discussed the possibility of a connection issue or a lead fracture. The physician was aware of this and decided to leave the lead in place until the device was replaced. Additional information was provided that rv impedances continued to be greater than 3000 ohms and there was loss of rv capture. It was questioned how this would affect left ventricular (lv) pacing. Ts noted they cannot depend on the rv lead for lv capture all the time in this case. It was noted that the device will be changed out soon. This issue would be further discussed with the physician.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that a lead revision was performed, during which a fracture was noted on the pace/sense portion of this lead. The pace/sense portion was therefore surgically capped.

Manufacturer narrative:
The shocking portion of this lead remains in service. If additional information becomes available, the event will be updated.